Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an in-clinic check, the device had reached eri though the battery longevity in october 2019 indicated 1.1 years. The device was explanted and replaced. The patient was stable throughout and post-procedure.